Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to a driveline disconnect; however, a specific cause for the driveline disconnect could not be conclusively determined through this evaluation. An additional pump stop was confirmed via the submitted log files, which appeared consistent with an electrostatic discharge (esd) event. The submitted controller event log file contained events from 18feb2025 ¿ 20feb2025. A transient pump stop was captured on (B)(6) 2025 preceded by low pump current fault flags and appeared consistent with a pump reset due to esd. A second pump stop was captured on (B)(6) 2025 due to the driveline being disconnected for approximately 1 second. Review of the left ventricular assist device (lvad) event log file revealed two pump resets on 20feb2025, the first of which appeared consistent with the driveline being reconnected, and the second appearing consistent with an additional esd event associated with com_a and com_b faults that occurred while the pump was already off and attempting to restart. The pump remained off for approximately 8 seconds and then ramped up to the stored patient speed and resumed operation without issue. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Provided information revealed that the patient was unable to provide further details regarding the event, or report whether the pump alarmed. The system controller was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)and the heartmate 3 lvas patient handbook are currently available. Section 1 of the patient handbook, ¿introduction¿, warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, this section under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 4 of the patient handbook, ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of the IFU and patient handbook. Section 6 of the IFU, ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device (lvad) to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. This section also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions (including the lvad fault alarm) as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain various sections regarding events/actions which would lead to a pump stop, including esd event, driveline disconnection, and full depletion of the batteries and backup battery. Appropriate responses to these situations are also outlined in these documents. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had two pump off alarms and was unable to report if the pump alarmed or what happened. The patient's system controller was also no longer displaying numbers and was just a white screen. Log files captured a couple instances of pump off events. The first one was on (B)(6) 2025 at 09:57 that was due to an electrostatic discharge (esd) event that caused a pump reset. The other pump off event was correlated to driveline disconnect events on (B)(6) 2025 09:22. It appeared the ventricular assist device (vad) was disconnected for around 8 seconds then resumed operation. No other unusual events were noted in the remainder of the log. On (B)(6) 2025, log files were sent for analysis, and the controller was changed out per abbotts suggestion due to the controller screen going blank and pump parameters could not be seen except when connected to the heartmate touch.